Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the resection line was adjusted by opening and closing the jaws several times. When firing was attempted, the green button was unable to be pressed and the device was unable to fire. The jaws got locked on the tissue but was able to be removed normally. Another device was used to resolve the issue in order to complete the case. There was no patient injury.